Event description:
Hill rom legal department, received a letter from attorney, that alleged a nurse sustained injuries to her right ankle, atty alleged that she sustained the injury on the traction adaptor. This incident occurred in 2007. Hill-rom complaint management group was informed march 13, 2008.

Manufacturer narrative:
Hill rom legal department, received a letter from attorney, that alleged a nurse sustained injuries to her right ankle, atty alleged that she sustained the injury on the traction adaptor. This incident occurred in 2007. Since this is in current litigation, I am going to dispatch a technician at this time. Hill-rom complaint management group was informed march 13, 2008. Atty, hill-rom legal dept, states that the event (alleged tendon tear) was caused by user error with the intellidrive system.